Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11-mar-2024 opened in error. This was reported on wrong lead. 81508045 is the correct lead, reported on MDR 1028232-2024-01442. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement caused by patient twiddling. Should additional information be received, this file will be updated.